Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the DHR for this lot has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacture date not reported in initial mw. Method code not reported in initial mw. Device history record review: the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported that the cervical retractor system was used and the inferior 16 mm caspar pin was slightly bent during surgery. When the pin was removed from the patient it broke off inside the patients bone. The surgeon had to use a diamond burr to dig it out. This is report 1 of 1 for (B)(4).